Event description:
It was reported that at 10:30 am the ventilator stopped working while on a patient, the saturation was at 47% and they had to bag the patient. The customer said they almost lost the patient. No permanent consequences have been reported.

Manufacturer narrative:
The primus has been tested by the service technician without any deviations. The electronic device log files were submitted for analysis. Due to the fact that the user log had already been overwritten by newer entries a reconstruction of the case and given alarms is not possible. The technical log entries show that on the day of the event a power-on self-test was successfully completed at 7:44 am. Between 10:31 am and 10:35 am significant external circuit leakages have been present. Minute volume leaks between 1.7 l/min and 9.5 l/min were detected. As these leakages are calculated between the inspiratory and expiratory flow sensor readings, the origin of the leak must have been within the patient circuit outside the device. There is no indication for a product malfunction within the technical log entries. All relevant component malfunctions or internal leakages would have led to a log entry. The ventilator was functional during the whole case and able to apply the set tidal volume. The testing of the device includes a verification of the alarm functionality. As there were no deviations, it can be assumed that the device issued multiple alarms, indicating the disturbance of ventilation to the user (e.g. Apnea, minute volume low, fg low or leak). The device was tested without any deviations and the log files contained no indication for a product malfunction. The reported symptom was caused by a significant external patient circuit leak, most likely by a leaky connection leading to a loss of pressure and reduced volumes applied to the patient.